Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received with normal operating currents. No unexpected low battery alert noted. However, pump trace download analysis confirmed the pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error, power loss alarm, replace battery alert, replace battery now alarm was triggered when the back-up battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours, due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on electrical board1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert came up again. Customer's blood glucose value was 12 mmol/l at the time of the incident. Customer will return device for analysis.